Manufacturer narrative:
(B)(4). Date sent 5/13/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure the scrub nurse found that the black cover seal cap on the trocar fell off and could not be fastened again. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 6/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/10/2025. D4 batch #c9ex3x. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2b12lt device was returned with the obturator inserted through the sleeve and the universal seal component disassembled. In addition, the packaging opened was returned along with the instrument. Upon visual inspection of the universal seal, was observed to be not properly welded. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch c9ex3x number, and no non-conformances were identified.